Event description:
The facility reports the resident was being put into bed using the lift. The resident let go of the bar and slid their hand down the rope that attaches the sling to the lifter. The spring cover was stuck open and the resident cut their finger on the end of the hook. The resident was taken to the ER where they received 20 stitches to their left middle finger.